Event description:
According to the information the sling was passed on the left & right side with no problems. However, the pt bled 650ml of blood after right side was passed. Physician thinks the pelvic vein was possibly hit on the right side. Two weeks post op, the pt is doing fine.